Event description:
It was reported that a pump off alarm from (B)(6) 2025 was seen on ventricular assist device (vad) interrogation. It showed that the alarm was sustained for almost 10 minutes. Driveline disconnect alarm was also noted. Log files were sent for review. The log indicated that the current system controller was connected on (B)(6) 2025. In addition, the log file indicated that the patient did not connect to the power module/mobile power unit (mpu) during this history. There were no other unusual events recorded in the log file event history.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed data consistent with a pump stop. The controller event log file contained events consistent with a new controller being connected to the driveline. Review of the lvas periodic log file confirmed a pump stoppage on (B)(6) 2025 via a jump in time longer than set period elapsing indicating that the pump had lost power prior to the period elapsing. The sequence of events in the log file is consistent with a controller being exchanged. Prior to and after the observed controller exchange the pump appears to be operating as intended. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. The patient remains ongoing on heartmate 3 lvas, serial number, (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU and patient handbook is currently available. Section 7, ¿alarms and troubleshooting,¿ explains system alarms and the recommended actions associated with them. The patient handbook warns in several sections" "the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power." In addition, the patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." The patient handbook also contains a section on handling emergencies. No further information was provided. The manufacturer is closing the file on this event.